Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Reportedly, the customer cleared the alarm and successfully resumed insulin delivery. A system check with tandem technical support did not identify any issues with the pump or supplies. Customer's blood glucose level was 140mg/dl.